Event description:
The pt was complaining of anterior pain and instability. The surgeon decided to add a patella component and revise the poly tibial insert to increase stability. MFR ref #: 3005180920-2014-00208.